Event description:
During service, the baxter repair tech reported a fail code 812:02. No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 812:02 was confirmed.